Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent power and the battery compartment was cracked. There was no damage to the battery cap reported and the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the pump black box data revealed pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked along the side of the pump. The owner's booklet instructs the user to inspect the device and contact animas if the pump is suspected to be damaged. The returned battery cap had stripped threads and was unable to maintain an electrical connection; a power loss and pump reboots were duplicated with the returned battery cap. The battery cap contact height and width measurements were found to be within specifications. The pump exercised for 24 hours with a test battery cap with no loss of power occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. (B)(4).